Manufacturer narrative:
Additional information: h6, h10: device evaluation: one smiths medical cadd legacy pump was returned for analysis. Event log history was performed and indicated that power down, pump turned off and power lost while pump was on were recorded in history. During analysis, the customer's reported problem was able to be confirmed. Pump was found to be "double beeping" when batteries are inserted during the investigation. Signs of fluid ingression was found on chassis base of the downstream occlusion sensor. Also, found scratched lcd lens and discolor keypad overlay. Downstream occlusion sensor, lcd lens and keypad overlay will be replaced. Based on the evidence, the complaint was confirmed, and the problem source of the reported event to be user interface.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had a scratched lens, was double beeping and was missing the battery door. There was no reported adverse event.